Event description:
User facility mandatory medwatch received that stated: "pca tubing became disconnected from the tubing set at the connection to the filter cartridge. Mother of pt was found holding tubing end that connected to the pt. The rest of the tubing was still connected to the pca machine." Upon further query the following info was provided that indicated a tubing separation. The tubing set was being used to deliver an unspecified narcotic. After an unspecified length of time in use, the customer contact reported that when the nurse entered the pt's room, the nurse saw the mother holding the end of the tubing that connected to the pt. The nurse replaced the tubing set and therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.